Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user's previous sensor was not removed. An incision was made, but the sensor was not palpable prior to the attempt. A transmitter and ultrasound were utilized during the procedure. The user is doing well. Physician will perform theremoval of sensor in the next attempt.